Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a, "cassette not attached properly error", and constant downstream occlusion errors. The event occurred during testing. There was no patient harm, involvement or delay of therapy.

Manufacturer narrative:
One device was returned for repair with complaint of cassette attachment and downstream occlusion (dso) errors. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of event history found cassette not attached properly error. Visual and functional testing was performed. The errors were confirmed, and the dso sensor, bezel and seal were replaced. Upon further investigation, the unit failed battery_fall_out test. Replaced printed wiring assembly (pwa) board and all components within to resolve this issue. Found broken front piezo, replaced piezo device and all components within. Device pass all testing criteria post repair.